Event description:
It was reported that there was oversensing on the right atrial (ra) lead. It was also reported that the ra lead had low sensing of p-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the outer insulation had a cosmetic depression and cosmetic environmental stress cracking. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was tissue on the helix and visual analysis revealed apparent explant damage. The lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed in the lead that could be associated with the electrical complaints.